Event description:
The hospital vad coordinator contacted the manufacturer reporting that they had changed out of system controller on a patient. This had been done in 2004. It was reported by the vad coordinator that the patient was getting a yellow wench alarm when the pump decreased in rate on its own while the patient was in auto rate mode. At this time the patient felt symptomatic. The vad coordinator decided to change out the lvad controller. The pump rate then was constant, with no further alarms noted. The patient is no longer symptomatic. The vad coordinator has sent the lvad controller to the manufacturer for analysis. The patient remains on lvad support while awaiting a heart transport.